Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was re-educated in the recharging process. The issue was resolved, the patient was able to fully charge and use their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having difficulty charging the ins. The patient indicated that the device depleted and they had been attempting to charge the ins over the course of two hours. The patient reported that during the call the ins was at 30% and then it went back to red and then back up to 30%. The recharging status stated excellent or good and switched between the two status. During the call the caller also indicated that the controller switches to the poor charge quality screen without moving. The patient's stimulation was off at the time of the call. The charge levels were at60% for the controller and 30% for the implant. The caller indicated that the controller charge level was decreasing during the duration of the charging session. The patient confirmed that mode 4 was selected. Recharging considerations were reviewed. It was noted the patient would continue to try to charge. No symptoms were reported.